Event description:
A center director reported that approximately two months following prk (photo refractive keratectomy) the pt was diagnosed with corneal abrasions and recurrent corneal erosion in the right eye. The pt reported burning, pain, and light sensitivity the pe was treated with medication and a bandage contact lens.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. (B)(4).